Event description:
The medics were attempting to defibrillate a 42 year old male patient in cardiac arrest. The zoll pd1400's defibrillator screen showed the patient in asystole, and the medics attempted to charge the device to 100 joules. The device would not charge and displayed a "low battery" warning. The crew then changed the battery and replaced the malfunctioning battery with a freshly charged battery, but the unit still would not charge to 100 joules, and displayed the same warning. The crew turned the defibrillator off and on, but still could not get the defibrillator to charge. The patient subsequently expired.